Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for multiple back operations. It was reported that there was a power on reset message and therapy had stopped.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative stating that the patient¿s device went into overdischarge due to non-compliance with re-charging. They noted that the patient¿s power on reset (por) has been cleared, and the patient is ¿up and running.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.